Event description:
During procedure to obtain breast biopsies with a vacuum assisted breast biopsy device, the device continued to take biopsies after being instructed to stop. Physician removed device from breast tissue in order to prevent any patient harm. Device would not stop while on patient. Due to physician intervention, patient was not harmed. This device was provided as a loaner from the vendor.======================manufacturer response for vacuum assist breast biopsy device, atec suros vacuum assist breast biopsy device (per site reporter).======================unknown.what was the original intended procedure?breast biopsies.device #1is this a laboratory device or laboratory test?no.